Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose over 600 mg/dl. The customer stated that she had been disoriented due to the high blood glucose levels. The customer also stated that she uses a mio infusion set and changes her infusion set every two and a half days. The customer then stated that her diabetes educator had changed some of her insulin pump settings. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.